Event description:
Reportable based on the device analysis completed on 01oct2025. It was reported that the device was kinked and unable to cross the lesion. The 40mm long and 85% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery with a diameter of 4mm. A 6f guidezilla was selected for use. During the procedure, it was noted that the catheter was kinked and could not enter the proximal end of the lesion. The procedure was completed with another of the same device. There were no patient complications and patient was stable post procedure. However, the device analysis revealed that collar and shaft separation occurred.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. There were numerous flats throughout the shaft of the device. The shaft was kinked at 21.7cm from collar and there was a partial collar and shaft separation.